Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had lost stimulation coverage due to high impedances noted on one of the leads. The patient underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted lead was not returned as it was kept by the medical facility.